Event description:
The customer reported there was no power output during maintenance involving an olympus ultrasonic lithotriptor. There were no reports of patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.